Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical herniorrhaphy and diastasis surgical procedure, the large suturecut needle driver instrument stopped responding to the commands by not closing the jaw correctly. It was removed from the robotic arm, and it was observed that the cable was externalized, demonstrating a rupture. The instrument was replaced by a large needle driver instrument so that the surgeon could continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected, and no changes were initially noted. The surgical task when the issue occurred was suturing. There were no instrument collisions during the procedure. The clamp stopped closing the mandible properly and did not hold the suture needle. There were no problems with the wrists turning or the pitch of the wrist. There was a cable visibly protruding from the distal end of the instrument. The instrument is available for return. There are no images of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.